Event description:
Tip of astato 30 300 cm broke off while trying to manipulate the wire the body of a heavily calcified cto of right sfa. A 018 150 cm cxi straight tip catheter was used in addition to the astato 30 wire. The cxi catheter was able to be removed intact, but the tip of the astato 30 cm remained stuck in the occluded portion of the right sfa.